Event description:
Customer reported an incident occuring before use with no operation (no power), with no error codes. No blood loss reported.

Manufacturer narrative:
The faulty power supply was replaced and the machine tested and released for use. We have requested a copy of the work order and the faulty power supply for further investigation into this incident. No pt injury nor medical intervention was reported. The company is aware of this machine malfunction relating to faulty power supply and is working on corrections.